Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: device migration. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent breast augmentation revision with a mentor memorygel 500cc silicone prosthesis experienced bilateral device displacements, and left sided rupture post procedure. An mrl examination was performed and rupture was diagnosed. As a result, patient underwent bilateral capsulectomy, pocket modification bilateral including galatea mesh and bilateral replacements with mentor saline prosthesis on (B)(6) 2021. This report relates to the right prosthesis.

Manufacturer narrative:
Device evaluation completed on (B)(6), 2021; the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the smooth hpg, 500cc breast implant had some creases/folds on the anterior view. Implant displacement/migration may occur from improper implant sizing and/or placement, I. E., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. H6 health effect - clinical code e2402: cosmetic. Manufacturer¿s reference number: (B)(4).